Event description:
Olympus was informed that during a therapeutic bipolar cystoscopy procedure, a part of the device broke off and fell inside the patient. It was stated that the intended procedure was completed with another similar device. It is unknown if the device fragment was retrieved from the patient; however, the user facility did not report any patient injury. Olympus has followed up with the user facility for additional information regarding the reported event but with no results.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.